Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. A 15mm x 2.75mm nc quantum apex balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 10 atmospheres however it could not retain its pressure. It was found out that the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.